Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4198 implantable pacing lead 2009 (B)(6); 7122 competitor implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a sharp drop in battery voltage. The physician was dissatisfied with the longevity of the ICD. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.